Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
The hospital reported via fax that: "a pt underwent a surgical procedure of osteosynthesis, due to proximal femur fracture on (B)(6) 2012. On (B)(6) 2012, the pt underwent an unexpected revision surgery due to breakage of the nail."